Event description:
Patient had a resolute integrity drug eluting stent implanted in (B)(6) 2013. Dapt was discontinued on (B)(6) 2014 in preparation for orthopaedic surgery. A blood test prior to the surgery identified a very low platelet level. Four (4) days later, it is reported that the patient experienced chest pains. The patient went to see their physician who performed a cardiac catheterization. The physician found that the stent was completely blocked. The patient is still suffering from chest pains and difficulty with speech.

Manufacturer narrative:
Evaluation results: unknown (procedural images not returned for evaluation). Inherent risk of procedure (occlusion). No results available since no evaluation performed (procedural images not returned for evaluation). Evaluation conclusions: inherent risk of procedure (occlusion). Unable to confirm complaint (procedural images not returned for evaluation). Unknown (procedural images not returned for evaluation). (B)(6).